Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the connection of the IV set/j/60drop/1cq/sb/50cm/pb extension tubing and spike needle.

Manufacturer narrative:
Investigation: we confirmed the actual product we received, but as it was offered, a liquid leak was recognized from the connection of the bottle needle and the tube. The tube was found to be broken at the leak. This product has been subjected to 100% appearance inspection immediately before being put into individual packaging, and shipment tests in all past production lots (the relevant jis tensile strength standard: abnormal when applied for 15 seconds or more with a force of 15n or more) and, in the relevant jis air tightness standard: 50 kpa, no air leak due to pressurization for 15 seconds. Since the tube was broken at the end of the bottle needle, etc., it was estimated that this event was broken due to the load in the bending direction being applied to the relevant part during use, and the liquid leaked. As described in the package insert, there is a risk of damage or cracking depending on the handling, so please be careful when handling the product.

Event description:
It was reported that leakage occurred from the connection of the IV set/j/60drop/1cq/sb/50cm/pb extension tubing and spike needle.